Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to call tech support error displayed on screen. Unable to perform test on receiver functional test station due to call tech support error displayed on screen. Receiver download failed due to call tech support error on screen. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.